Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2003, the vad coordinator contacted the MFR reporting that 3 days earlier, a pt at home was receiving multiple red heart alarms. The pt was advised to come into the hosp for eval. The vad coordinator saw the pt and was unable to reproduce the alarms. The system controller was exchanged. The pt then returned home and had no further alarms until 2 days later, when lying in bed had multiple red heart alarms and again returned to the hosp. On the drive to the hosp, the pt felt the pump stop and also heard grinding noises coming from the pump. The pt arrived to the hosp and was placed on ip console with a stroke volume limiter (svl) set at a rate of 100 bpm. Pt remains stable and will be kept on the svl until transplant. Large amount of black dust was noted from vent filter which will be sterilized per hosp protocol and sent to the MFR for analysis.